Manufacturer narrative:
The device history record (DHR) could not be reviewed as the lot number is unknown. Six used samples were received at the manufacturing site for evaluation. A visual and functional inspection was performed on the returned samples and confirmed that air was found in the line. The root cause and action plan will be documented through a formal corrective/preventative action (CAPA) which has been initiated to address the reported condition to mitigate any further occurrences. This action is currently ongoing. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reports: the feeding sets are prompting error messages due to air in the tubing.